Event description:
Description of event according to complainants attorney: it is alleged that "patient had recurrent dvt's as well as difficulty with her anticoagulant treatment. Thus, it was determined that an ivc filter would be implanted. On (B)(6) 2010, the cook celect filter was inserted. There were no complications at that time. Then sometime around (B)(6) 2012, patient began to have unexplained abdominal pain and presented to the hospital to be evaluated. It was determined that her filter was clotted and she underwent thrombolysis. It was successful. Then around (B)(6) 2013, patient presented to the hospital with similar abdominal pains. She underwent a CT scan that revealed that she now had a few struts had migrated and caused her filter to become malpositioned. In (B)(6) 2013, patient underwent a removal of her malpositioned ivc filter that was causing severe vena cava stenosis. The cook celect filter was removed from patient in (B)(6) 2013." It is alleged that the "patient was at risk for tilting, perforations, fractures and migrations. The patient also faces numerous health risks including the risk of death."

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 10/04/2015 as follows: the plaintiff allegedly received the device implant via the right common femoral vein on (B)(6) 2010 due to hemorrhage following knee surgery. Implanting physician notes coumadin previously out of therapeutic range. The device was removed on (B)(6) 2013, with a fragment of the filter allegedly remaining in the kidney, allegedly necessitated hospitalization after removal. The plaintiff alleges migration, fracture, vena cava and organ perforation, and bleeding.

Manufacturer narrative:
(B)(4). Corrected data based on new information received: adverse event and product problem to adverse event. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "celect filter, migration; fracture; vena cava and organ perforation; bleeding". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56 manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. It is known from the published scientific literature that filter fragment embolized into the heart or lung may be safely retrieved. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. No device, imaging studies or hospital or medical records have been available. Consequently, based on very limited information it is not possible to comment on the alleged abdominal pain, vena cava stenosis and the migration of a few filter struts, which caused the filter to become malpositioned approx. 2½ years after filter placement. Also, it is not possible to comment on the health risks including the risk of death, which the patient allegedly was facing. According to device history record there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Based on limited information provided the exact root cause for the alleged filter struts migration, which caused the filter to become malpositioned cannot be determined.

Manufacturer narrative:
(B)(4). Catalog: unknown but referred to as cook celect filter. (B)(4). No device, imaging studies or hospital or medical records have been available. Consequently, based on very limited information it is not possible to comment on the alleged abdominal pain, vena cava stenosis and the migration of a few filter struts, which caused the filter to become malpositioned approximately 2.5 years after filter placement. Also, it is not possible to comment on the health risks including the risk of death, which the patient allegedly was facing. According to device history record there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Based on limited information provided the exact root cause for the alleged filter struts migration, which caused the filter to become malpositioned cannot be determined. Cook medical will continue to monitor for similar reports.